Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lower back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required) and arthralgia ("joint pain/hip pain"). The patient was treated with surgery (essure device removal). Essure was removed. At the time of the report, the back pain and arthralgia outcome was unknown. The reporter considered arthralgia and back pain to be related to essure. The reporter commented: patient is 2 weeks op and still on pain medications. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-apr-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lower back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required) and arthralgia ("joint pain/hip pain"). The patient was treated with surgery (essure device removal). Essure was removed. At the time of the report, the back pain and arthralgia outcome was unknown. The reporter considered arthralgia and back pain to be related to essure. The reporter commented: patient is 2 weeks op and still on pain medications. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.